Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance while advancing a smart coil through its introducer sheath and into a non-penumbra microcatheter; therefore, the smart coil was removed. The physician then attempted to advance the smart coil out of its introducer sheath while outside of the patient's body; however, resistance was experienced again and therefore , the smart coil was not used. The procedure was completed using new smart coils and the same non-penumbra microcatheter. The physician reported using a rotating hemostasis valve and flushing between each coil placement. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil windings were offset. The outer diameter (od) of the undamaged section of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance experienced when advancing the smart coil into the non-penumbra microcatheter could not be determined. The offset coil windings likely contributed to the resistance experienced during the attempts to advance the smart coil out of its sheath after it was removed from the microcatheter. The od of the undamaged section of the embolization coil was measured and found to be within specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.